Manufacturer narrative:
Additional product codes: mni, kwp, kwq, nkb. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a revision surgery for the broken rod hard titanium on the left side. Originally, the patient had posterior spine fusion surgery on (B)(6) 2013 to fix th10-s2 due to adjacent segment degeneration (asd). After the primary surgery, on unknown date, the surgeon recognized that the left side rod was broken. The surgeon requested the investigation which direction (superior or inferior) the reported rod was broken. The broken rod was successfully explanted without fragments generated from the broken device. The procedure was successfully completed with no surgical delay. The patient was stable after the procedure. Concomitant device reported: unknown uss screw (part #: unknown, lot #: unknown, quantity: unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was conducted: please note, this DHR review is for sterilization procedure only: part no.: 498.119s lot no.: 3137063 manufacturing location: (B)(4) supplier: (B)(4) release to warehouse date: 21.apr.2009 expiry date: 01.apr.2019 non-sterile 498.119 / 3029798 was manufactured in (B)(4) release to warehouse date: 26.nov.2008 the device history record shows this lot of (B)(4) was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed and the used material was according to iso-5832-2 specification for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the received rod is broken as complained. The rod is bent in several directions and on the surface are deep impression marks and scratches visible. Dimensional inspection: the thickness of the rod, diameter was measured per relevant drawing and the measuring result does show conformity. Document/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Material / hardness review: the raw material certificate was reviewed and the used material was according to iso-5832-2 specification for implants for surgery. The broken surface is homogenous what indicates material conformity as well. Summary: the received condition of the device agrees with the complaint description since the rod is broken as claimed by the customer. However, based on the provided information and without any x-rays we are not able to determine how the rod broke as requested by the surgeon. The relevant measurements and as well the material were according to their specifications. No manufacturing issue could be detected. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors, did lead to a fatigue failure. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.